Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 19:51pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 19:51pm on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties were reset at 19:52pm on (B)(6) 2019 with a user affirming in the instrument software that the ethanol concentration in bottle 3 was to be set to the default concentration of 100%. The properties of the reagent bottle in 3 prior to this user action were: ethanol concentration = 54.7%, cycles =87, cassettes =8850 and days = 40. Although the user affirmed that the ethanol concentration in bottle 3 (ethanol) was to be set to the default value of 100% at 19:52pm on (B)(6) 2019, the actual ethanol concentration remained unchanged at 54.7% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 3 (ethanol) was used for the final dehydration step in both the "factory 2hr xylene standard" protocol comprising one (1) cassette, which started in retort a at 19:52pm on (B)(6) 2019 and completed at 22:02pm on (B)(6) 2019; and the "factory 4hr xylene standard" protocol comprising 45 cassettes, which started in retort b at 21:02pm on (B)(6) 2019 and completed at 05:00am on (B)(6) 2019; and the quality of tissue processing from both of these protocols would have been adversely impacted. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The station properties for bottles 1 (formalin); 2 (formalin); 3 (ethanol); 4 (ethanol); 5 (ethanol); 6 (ethanol); 7 (ethanol); 8 (ethanol); 9 (ethanol); and 10 (ethanol) and wax bath 4 were reset between 14:33pm and 16:02pm on (B)(6) 2019. Although a user affirmed in the instrument software that the reagent concentration in bottles 3 (ethanol) and 4 (ethanol) was to be set to the default value of 100% at 14:54pm and 15:01pm on (B)(6) 2019, the measured ethanol concentration of 62.7% and 74.2% respectively on (B)(6) 2019. This finding indicates that a use error occurred during replacement of these reagents because the ethanol concentration in bottles 3 and 4 following processing of 41 cassettes from three (3) processing runs should have decreased by approximately 18.04% and 0.41% respectively only. The findings also suggest that the reagent in bottles 3 and 4 had actually been replaced with ethanol at a concentration of approximately 70% rather than 100%. However, it is considered unlikely that the quality of tissue processing in 41 cassettes from three (3) processing runs executed between 03 and 05 july 2019 was adversely affected as a consequence of the use error because the reagent in bottles 3 (ethanol) and 4 (ethanol) were used for the first and second dehydration step of the protocol.

Event description:
On (B)(6) 2019, the complainant reported the following to leica biosystems in relation to samples which had been processed using peloris ii rapid tissue processor serial number (B)(4): "bone samples (6 of 45 cassettes in run) on one run pathologist reported hazy cells, difficult to differentiate white cell types. Before run alcohol bottle (sic) 3 indicated change needed but not changed, lab tech (sic) changed a xylene bottle he said was indicating change needed. Caller changed all alcohols following bad run". On (B)(6) 2019, the leica senior applications specialist received information that all cases involved in this event were diagnosable. On (B)(6) 2019, a leica senior applications specialist (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limits in bottles 3-6 inclusive. The measured ethanol concentration in bottles 3-6 was 62.7%; 74.2%; 91.5%; and 91.5% respectively; and the calculated concentration was 98%; 100%; 100%; and 100% respectively.